Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been received.

Event description:
Device malfunction: mislocation-clip. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after uneventful clip deployment, bleeding continued. When the device was removed, the clip was found deployed in the tissue tract. The clip was removed with hemostats and manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.